Event description:
It was reported that, "noise coming from the component, squeaking and other sounds".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.